Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the right coronary artery (rca). The lesion was predilated with an unk type 3.0 x 8mm balloon catheter at 18 atmospheres. The physician had selected and attempted to advance a 3.0 x 8mm taxus express2 drug eluting stent (des) but was unable to cross an unk type previously implanted stent in the mid rca. During withdrawal, the device got caught on the previously implanted stent. The struts "got caught and buckled". The device was able to be removed from the patient. The procedure was completed with another 3.0 x 8mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "unk".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.